Event description:
The customer reported that the 9800 system x-ray key was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The key was replaced and the movement was repaired during the service call. The system was tested and found to be working as intended and put back into service.